Manufacturer narrative:
Blocks a3 and b5 have been corrected. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted to treat a cholangitis in the distal bile duct during an endoscopic bile drainage (ebd) procedure performed on (B)(6) 2025. During the procedure, the stent was attempted to be implanted after using a spyscope ds ii catheter. However, the inner catheter got caught in the bile duct and tore, resulting in stent placement failure. The device was removed. The removal process involved placing the inner catheter back in place and then extracting the entire device, including the torn pieces. Therefore, the torn pieces of the inner catheter did fall off inside the patient, but they were subsequently removed along with the entire device. The procedure was completed with another flexima plus biliary stent. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted to treat a cholangitis in the distal bile duct during an endoscopic bile drainage (ebd) procedure performed on january 8, 2025. During the procedure, the stent was attempted to be implanted after using a spyscope ds ii catheter. However, the inner catheter got caught in the bile duct and tore, resulting in stent placement failure. The device was removed. The procedure was completed with another flexima plus biliary stent. There was no patient complication reported as a result of this event.